Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. It was also noted that the device showed signs of twiddler's syndrome. The lead was capped and replaced on (B)(6) 2015. Patient is fine.